Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 28 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be slightly lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be slightly lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.